Event description:
It was reported that after insertion of the new PICC line, the hub was attached to the line as per protocol, and the line would not flush or return blood. This hub was cut off and the line was repaired using a repair kit as per protocol. No patient affected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of difficulty flushing the catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter. Inspection of the returned unit found that the catheter tubing was bunched up against the metal cannula of the two-piece connector. It appeared that the bunched catheter material forced the compression sleeve too far into the distal connector segment during assembly, causing the compression sleeve to pinch the catheter and impede flow. Such damage can occur if the catheter is advanced too far onto the proximal connector cannula and if excess catheter material is forced into the connector bore during catheter/connector assembly.

Event description:
It was reported that after insertion of the new PICC line, the hub was attached to the line as per protocol, and the line would not flush or return blood. This hub was cut off and the line was repaired using a repair kit as per protocol. No patient affected.